Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Initial reporter was unavailable at the time of filing. No part was returned for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when booting up the system it became unresponsive. The site rebooted the system and then were able to launch the application.

Manufacturer narrative:
Additional information: initial reporter provided. If information is provided in the future, a supplemental report will be issued.